Event description:
The recipient was reportedly explanted during a transmastoid labyrinthectomy procedure due to continued episodic vertigo. The recipient was not reimplanted. The device will not return to advanced bionics for analysis.

Manufacturer narrative:
The recipient reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record revealed delamination at the small tube and array. This is believed to be unrelated to the complaint. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.